Event description:
Caller reported that their tandem mobi pump would not turn on, and the battery would not charge. There was no adverse impact to the customer's blood glucose level. Technical support (cts) instructed the caller through various troubleshooting steps, such as aligning the pump and charging pad, using the correct adapter and cable, and attempting to trigger an alarm, all of which failed to resolve the issue. Cts advised the caller to plug the adapter into a functioning outlet for at least 30 consecutive minutes to see if the pump would begin charging and planned to follow up. Upon follow up caller was unsuccessful in charging the pump. The battery charging issue did lead to the pump shutdown. There was no adverse affect to the callers bg level. Cts will replace the pump customer will use multiple daily injections (mdi) as a backup.